Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump presented with error code 46822. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with downstream occlusion seal bubble. Event history log review was performed and found evidence of reported problem. Visual inspection, power up self-test and browsed ehl for error code verification were performed. According to the investigation the customer reported problem could not be duplicated and no physical or any damage noticed on main board. However, multiple error codes noticed in pump ehl. Investigator's replace the pump main board for precaution. Perform a full pm and functional testing passed. The problem source of the reported problem is unknown.